Manufacturer narrative:
Based on the results received from the supplier investigation, the device history record review did not indicate any exception that could lead to the reported incident. Device history record, lot# f93765 was manufactured on 04th to 09th apr 2018. No exception was recorded in the device history record that could lead to the reported incident. No sample was available for investigation. The manufacturer used their own retained sample where the linting test result was 0.107g /5 pieces. According to the manufacturer, the or towel is made of cotton, so lint is born and inevitable. The intended use of or towel is used for applying medication to or absorbing small amounts of bodily fluids from a patient's body surface. The manufacturer has worked with cardinal health to better control the linting and have implemented several measures to improve the linting in the towel. Based on the investigation, all linting test data is within the acceptable range. There is no abnormal situation that has happened in production. Therefore, the root cause could not be determined. The complaint information was shared with the relevant sectors for their awareness. There is no additional action taken at this time, but the manufacturer will continue to monitor the trend of this type of incident.

Event description:
The customer stated that the blue or towels, component pwtb03-stma from catalog san23cacm6/cardiac cath pack adult are linting significantly. Lint was found on staff¿s gloves, instruments and on the patient. A chunk of lint did enter the patient¿s coronary artery and it had to be aspirated out with a catheter. The patient is now stable. The event date is unknown.